Manufacturer narrative:
The AED was received at csc for evaluation. The electrodes used during the rescue weren't returned. Rescue data was downloaded from the AED and analyzed. The results of the data review determined the AED worked as designed in the rescue. It correctly categorized the patient's vf rhythm as shockable and delivered a shock. It correctly prompted for CPR following shock delivery. The recorded ECG data indicates that contact between the electrodes and the patient was disrupted during CPR. Upon completion of CPR the AED began prompting the rescuers to "check electrodes" once every five seconds until the lid of the AED was closed. Based upon the description of the event provided by the customer, the rescuers may not have responded to the "check electrodes" prompts and attempted to identify the cause of the problem. Impedance testing was performed and confirmed the AED could accurately detect impedance within the human impedance range. AED self-tests were run every 30 seconds for 1 hour and no errors were generated. Internal components were measured and no problems were found. Shocks were successfully delivered into a defibrillator analyzer. The AED performed as designed during the investigation. The AED will be serviced and returned to the customer.

Event description:
The customer provided the following description of the event: "student was at football practice but did not participate until end of practice when running cool downs. Collapsed at north end of football field and trainer immediately came to attend. No signs of life, CPR was started immediately. After 2 compressions student began to move and groan-CPR was stopped-but within a few seconds he became unresponsive again, soiled himself and stomach immediately distended, there were no signs of life. Compressions and rescue breathing was resumed and after 2 more compressions AED arrived, box was opened and pads placed immediately on student. CPR was stopped per instructions from AED, shock was delivered by AED then AED instructed them to resume CPR. CPR was then resumed with no other communication from unit other than "push, push, push". CPR continued until ems arrived within 8 minutes of call. Chest compressions done by trainer, breaths delivered by athletic director who states he did see chest rise and fall with each breath. Ems removed our electrodes and placed theirs on, v fib was noted and 3-4 additional shocks were delivered by their equipment. Multiple medications were administered via two ivs, thumper was on and working and c-spine collar was in place. After approximately 45 minutes student was careflighted to (B)(6) hospital in (B)(6) where he was declared deceased shortly after arrival."